Event description:
This unsolicited device case from united states was received on october 30, 2014 from a nurse. This case involves a patient (unknown demographics) who expired after grafted with epicel cultured epidermal autografts (epicel). The patient's previous medication, medical history, concomitant medications or concurrent conditions were not reported. On (B)(6) 2014, the patient was grafted with epicel cultured epidermal autografts (dose, formulation, route, frequency, indication, expiration date: not reported and batch/lot number - ee01792). It was reported that the patient was grafted with 48 grafts of epicel cultured epidermal autografts. On (B)(6) 2014, the patient expired (cause of death unk). It was unknown if autopsy was done. A pharmaceutical technical complaint (ptc) was initiated with (B)(4) and results were pending for the same.